Event description:
It was reported by the patient that the remote monitor failed to power up when a transmission was attempted to be initiated. New batteries did not resolve the situation. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found it out of specification electrically , that the monitor failed the power test and there was a defective component on the integrated circuit. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found it out of specification electrically , that the monitor failed the power test and there was a defective component on the integrated circuit.